Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 29-sep-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Va nurse is calling on behalf of the customer. The customer is concerned with tests results from all the low results obtained. The expected fasting blood glucose test result range is 130-140mg/dl. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-dec-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. " to "mlc-020 user's test strip had poor storage".